Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a implantable neurostimulator (ins) pocket issue. It was reported that the ins was replaced and pocket was moved on (B)(6) 2016. The patient's body was "rejecting the ins" and noted that the ins was starting to come through the skin. There was a report that the revision occurred. It was reported that the patient was now hospitalized due to infection. The rep stated that the patient reported that this didn't happen until a few months after the ins was implanted. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.